Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient said she feels like she has a stick up her butt, and as soon as she stands up her bladder releases. She said that this probably started the 1st of the year. The patient has to wear a pad and disposable undergarments and says she is tired of having to pay for these extra products. The patient said that she had fallen twice, once in the hospital and once at home. She said she usually falls on her rear. The patient was on program 2 at 3.0 volts on the call. She said she could not go higher or the stim hurts. The patient has been on program 3 for a year. On the call, the patient switched to program 1 and increased to 8.0 volts and felt nothing. The patient switched to program 3 and went to 6.5 volts, where it wouldn't go higher, and she couldn't feel anything. The patient was redirected to follow up with their healthcare provider to check the system, and to see if everything is connected properly or if a lead had moved. Patient services also told her to speak with her healthcare provider about the option of adding new programs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1wqu6 implanted: (B)(6)2019 product type lead.

Event description:
Additional information was received from the patient. The patient stated that she went to her hcp and that the reason why she wasn't feeling stimulation was due to that there was a lead out of place. The hcp reprogrammed the unit. Patient stated that the reason why she couldn't change programming was probably due to the fall. No further complications were reported.